Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to pacing impedance measurements high out of range. It was also noted noise after this lss. Technical services (ts) reviewed and provided troubleshooting options. This product remains in service. No adverse patient effects were reported. Additional information was received from the field stating a lead revision was performed where this right ventricular (rv) lead was repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. H1: type of reportable event. H6: impact codes. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to pacing impedance measurements high out of range. It was also noted noise after this lss. Technical services (ts) reviewed and provided troubleshooting options. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.